Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, pn: 00771100900, ln: 62246921. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-06757. Crf report for study (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient was one-year post op and experienced moderate pain and some problems with walking. The patient received tendinose psoaspees which helped to relieve pain and problems walking. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Associated: bioloxâ® option, head, s, ã¸ 44/-3.0, taper 12/14, pn 00877704401 ln 2698865. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and radiographs. Office visit notes stated that the patient experience pain and limited mobility. Review of radiographs identified the following : the components were anatomically aligned without dislocation or subluxation. The femoral component was varus in position. A small focal radiolucency was present at the most proximal metal-bone interface of femoral component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.